Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been five other similar complaints reported in this lot number. (B)(4).

Event description:
In a questionnaire received for another cartridge the surgical technician reported that upon insertion of the lens through the cartridge using an automatic delivery system, the tip of the cartridge split/splayed in a way that the surgeon felt it was unsafe and removed the cartridge with the lens partially engaged. The lens was reloaded in a new cartridge and it happened again. Lens was successfully implanted with second attempt. There are two reports associated with this event. This report is for the second cartridge used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified lens with a handpiece. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol model is only qualified for use in two specific cartridges with two specific handpieces. Two viscoelastic were indicated, only one is qualified with the lens model with qualified cartridge combinations. The root cause for the reported damage is most likely related a failure to follow the directions for use (dfu.) The account used a non-qualified lens/cartridge combination. (B)(4).